Event description:
It was reported that a burning smell was coming from the transmitter, the outlet was hot to the touch. The would no longer be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.